Event description:
The customer reported, they were getting a ma on error messages from this unit. There was no pt injury reported.

Manufacturer narrative:
(B)(4). The ge service rep inspected the esd kit and found it to be in good working order. He removed and replaced the monoblock x-ray tube assembly and controller pcb then verified the system boots completely over ten times and is fully functional without any errors.